Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported low hv lead impedance and visual anomaly was confirmed in the laboratory. An arc mark was noted on the device can; further evaluation of the arc mark indicated the presence of lead material. The device was tested on the bench and the high voltage output circuitry was noted to be damaged. The cause of the damage was a lead anomaly.

Event description:
It was reported that when a patient presented in clinic after receiving an alert, low, out of range pacing and hv lead impedance were observed. A weld point on the can was noted during a lead revision procedure. The physician elected to explant and replace the device. The patient was in good condition post-procedure.